Event description:
It was reported that patient is experiencing pain after a left hip surgery.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 542-11-48d, trident psl ha cluster 48mm, lot code: mkl2ep. Cat. No.: 6051-0730s, secur-fit max 132 hip stem #7, lot code: mke4a2. Cat. No.: 2060-0000-1, acetabular dome hole plug, lot code: mkk579. Cat. No.: 06-3299, c-taper cocr lfit head 32mm/-5, lot code: mkdmw6. Cat. No.: 2030-6525-1, 6.5 cancellous bone screw 25mm, lot code: mkmrjk. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: the reported device was not returned for evaluation. Medical records received and evaluation: no records were received for review. Device history review: the reported device was manufactured and accepted into final stock. Complaint history review: review not performed as no device specific failure modes were reported. Conclusions: the event could not be confirmed nor the root cause determined as the devices were not returned for evaluation and no medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that patient is experiencing pain after a left hip surgery.